Event description:
Customer reported an abo discrepancy on the galileo. A blood unit was labeled as o positive and shipped to the hospital for use. The hospital manual bench testing resulted as an a subgroup.

Manufacturer narrative:
Customer was informed that per the limitations of the galileo operator manual, the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. Also, reviewed the limiitations of the package insert for the anti-a (murine monoclonal) series 1 and anti-b (murine monoclonal) series 3 reagents, which indicates that certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors. Depending on the subgroup involved, some may appear nonreactive in direct agglutination tube, microtitation plate or slide tests. The customer did not perform additional testing to differentiate the subgroup.